Event description:
It was reported that the customer had a motor error alarm during priming on the insulin pump. The customer's blood glucose level was 367 mg/dl. The customer hasn't been able to treat for the blood glucose of yet. The troubleshooting was performed. The customer was advised that the insulin pump will need to be replaced. The customer was advised to discontinue use of the insulin pump and revert to a back up plan per healthcare provider instruction.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.